Event description:
Procedure: lap chole. According to the reporter: during lc, when the clip clamped the cystic artery, the jaw was locked on the artery. A hem-o-lok was used to apply the proximal end of the cystic artery and the instrument was resected.